Event description:
Customer called sales rep complaining that raney clips were loose within the pack. Sales rep explained that these shouldn't be loose and that they should be in sterile packaging. This is when it was discovered that the raney clips, bulb syr and angio cath were all out of their sterile packaging. Packs used on two pts, who had routine antibiotics therapy and were both released from the facility the next day with no untoward effects anticipated.